Manufacturer narrative:
Getinge field service evaluated unit and could not identify cause for sterilizer control error. Getinge field service ran a repeat cycle (p-9) cycle (B)(4) and was unable to duplicate the problem. Further evaluation by getinge engineering of software code retrieved from the sterilizer in question indicates possible corruption of the code as the cause of the event. Root cause requires further investigation. User has been instructed to read each printer tape produced for all cycles prior to releasing load. This is the first report of this type of failure on a 633hc sterilizer.

Event description:
User facility reported failed chemical indicators and a positive biological indicator in a load run in cycle no. 3592 on (B)(6) 2011. Operator selected cycle p-9 that has an exposure set point of 275f. At the completion of the cycle the sterilizer printer tape indicated cycle complete with no alarms or cautions. Actual exposure temperature as indicated on the cycle printer tape was 250f. The entire contents of the load was repackaged and reprocessed. None of the items were used on patients.